Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient was experiencing difficulty charging; they mentioned they charged the previous night. Recharging statistics were read: eight of the last six charging sessions showed 0.3 hours and all impedances were within normal limits. The hcp could communicate with the device with their clinician programmer and no pocket issues were reported. The patient was using their recharging belt and no coupling bars were seen on the last five charge session at home. The patient was sent a box of adhesive discs to assist with the coupling problem. No symptoms or further complications reported.